Event description:
The epg (external pulse generator) was returned to the manufacturer due to the advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found the battery drawer and battery drawer o-ring broken. Four control knobs were contaminated, two side bail covers were broken, the ring was bent, and the serial number label was torn. The printed circuit board was also replaced, due to the field advisory.